Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a 49 year-old female patient presented with infection of lateral "dfi". The infected tissue was excised and washed and an integra meshed bilayer wound matrix (ID mwm4051) was applied. After application, the patient presented to ER with "lifted/failed" graft. The matrix was removed on (B)(6) 2023, and reapplied on (B)(6) 2023. Surface area where product did not incorporate: 7x4x2.5. Size of product required to reapply to surface area where product did not incorporate: 7x4.2.5.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The integra meshed bilayer wound matrix (ID mwm4051) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.